Manufacturer narrative:
B5: updated.

Event description:
Option study. It was reported that a pericardial effusion occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was being performed. Heparin was administered during the procedure and apixaban was continued. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 24mm. There was no pericardial effusion noted at baseline and post implant echocardiogram. On (B)(6) 2021, the patient was noted to have a 3mm pericardial effusion. Transthoracic echo (tte) was performed to diagnose the event. On (B)(6) 2021, the patient was hospitalized for further evaluation and was treated with oral medication. On (B)(6) 2021, the patient was discharged to home. It was further reported that on (B)(6) 2021, the patient was ablated using pulmonary vein isolation, posterior wall isolation, mv isthmus line and coronary sinus method using rf point by point technique. Prior to the index procedure, prophylactic antibiotics was given, post transseptal puncture. The patient was treated with colchicine. The cordarone was discontinued and switched to flecain and bisoprolol. The lansoprazole was continued for a month post ablation to prevent atrioesophageal fistulas.

Manufacturer narrative:
B5: updated.

Event description:
Option study. It was reported that a pericardial effusion occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was being performed. Heparin was administered during the procedure and apixaban was continued. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 24mm. There was no pericardial effusion noted at baseline and post implant echocardiogram. On (B)(6) 2021, the patient was noted to have a 3mm pericardial effusion. Transthoracic echo (tte) was performed to diagnose the event. On (B)(6) 2021, the patient was hospitalized for further evaluation and was treated with oral medication. On (B)(6) 2021, the patient was discharged to home. It was further reported that on (B)(6) 2021, the patient was ablated using pulmonary vein isolation, posterior wall isolation, mv isthmus line and coronary sinus method using rf point by point technique. Prior to the index procedure, prophylactic antibiotics was given, post transseptal puncture. The patient was treated with colchicine. The cordarone was discontinued and switched to flecain and bisoprolol. The lansoprazole was continued for a month post ablation to prevent atrioesophageal fistulas. It was further reported that the patient was initiated on aspirin post procedure. It was also noted that the event of pericardial effusion was considered resolved on (B)(6) 2021.

Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was being performed. Heparin was administered during the procedure and apixaban was continued. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 24mm. There was no pericardial effusion noted at baseline and post implant echocardiogram. On (B)(6) 2021, the patient was noted to have a 3mm pericardial effusion. Transthoracic echo (tte) was performed to diagnose the event. On (B)(6) 2021, the patient was hospitalized for further evaluation and was treated with oral medication. On (B)(6) 2021, the subject was discharged to home.